Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomaly. The customer¿s blood glucose level was unknown. The customer stated that there was random no delivery alarm, battery life has diminished. The scratched on the insulin pump screen making it harder to see, noisy when rewinding during priming. The troubleshooting was declined. The insulin pump will not be returned for analysis.